Event description:
A home pt's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the hp may have initiated the initial drain cycle prior to connecting their transfer to the pt line of the homechoice set. Baxter's technical service center assisted the hp's spouse in ending therapy early. No pt injury or medical intervention was associated with this incident per the hp's nurse.